Manufacturer narrative:
Summary of evaluation: evaluation results verified the reported event. A design change was incorporated in december 1996 to reduce or eliminate this condition.

Event description:
There was visible movement of the acetabular insert inside the shell. There was no adverse consequence for the pt.